Event description:
It was reported that tube head was to the left and dropped to 129 degrees. No injury reported. A field engineer was dispatched to the site and determined the right hand switch bank needed to be replaced. Once this was completed the system was working as intended.